Event description:
Customer reported several issues with an exposed usb port making it more difficult to charge. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting and follow-up, leading technical support to close the case.